Event description:
Patient reports that the device in their chest is moving way more than it should. It moves 2-3 times and it is very uncomfortable to lay down and sleep or to raise their arms. Patient indicates that this has been going on since they were implanted in april, but noticed it only after the swelling went down after a couple of weeks. The patient was diagnosed with hypermobility of their joint and don't know if it's in any other part of their connective tissues. The patient's provider (hcp) does not think the device is moving, but rather the entire area, due to the patients other connective tissue disorder. The hcp told them they can try to "tack it down", but patient doesn't think that would help. The patient reported talking to a medtronic rep about this at their second programming session, which was towards the end of june. Patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.